Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Reportedly, insulin vial used was bad. Customer was treated through intravenous insulin and fluids, and released from the hospital in (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.